Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator unexpectedly stopped and the ventilator inoperable alarm sounded. The patient was ventilated using an ambu bag until the device was changed. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator unexpectedly stopped and the ventilator inoperable alarm sounded. The patient was ventilated using an ambu bag until the device was changed. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. This report is being submitted to correct the following. The country is being corrected on this report to columbia. At this time the device has been returned for evaluation, however the evaluation has yet to be completed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator unexpectedly stopped and the ventilator inoperable alarm sounded. The patient was ventilated using an ambu bag until the device was changed. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center for evaluation. During evaluation, the customer's complaint was not confirmed. The device passed all functional testing. No ventilator inoperative errors were observed. Section h6 was updated.